Event description:
It was reported to boston scientific corporation that an obtryx transobturator sling system was used during a sling placement procedure on (B)(6) 2011. There were no complications during this procedure. According to the complainant, the patient experienced pelvic pain, vaginal bleeding, difficult bowel movements, recurrence of prolapse, vaginal mesh protrusion and dyspareunia post procedure. The exact nature and date of onset for each are unknown. The physician reported that the patient did not present to him with any of these symptoms, that all of the patient's follow up visits revealed that the patient was recovering normally, and that there were no sling related problems. The patient was last seen by this physician on (B)(6) 2011. The physician did not prescribe any medications and does not plan on any further medical intervention. All other information is unknown.

Manufacturer narrative:
The complainant reported that the device was not used past the expiration date.